Event description:
It was reported that since yesterday, the pt ahs experienced a shocking or jolting sensation and intermittent stimulation. He recharged his battery on saturday and received no error codes on his pt programmer. He was at home in fair condition. Further info is being requested from the hcp.